Manufacturer narrative:
Haj abdo, m., deneke, t., nentwich, k. Et al. Gastroparesis as a potential complication of pentaspline pulsed field ablation without endoscopic esophageal injury. J interv card electrophysiol 69, 63 to 69 (2026). Https://doi.org/10.1007/s10840-025-02130-8. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that serious injury occurred. A single center study was performed from december 2021 to january 2025 to evaluate the esophageal safety of the farapulse pulse field ablation (pfa) system by systematically using upper endoscopy post ablation. Two hundred twenty eight (228) patients with symptomatic atrial fibrillation were enrolled in the study. Procedure summary all procedures were performed with propofol. Ultra sound guided femoral venous access was obtained and a transeptal puncture was completed using a non boston scientific sheath and transeptal needle. Prior to and after the transeptal puncture heparin boluses were administered. The transeptal sheath was exchanged for a faradrive steerable sheath and a farawave catheter was advanced to the left atrium. Four (4) applications of ablation were delivered via the farawave catheter in basket configuration and 4 applications of ablation were delivered in flower configuration. A figure eight suture and a pressure bandage were used to prevent femoral bleeding. The pressure bandage was removed after six (6) hours and the suture was removed one (1) days post index procedure. Upper endoscopy was performed within one (1) day of the index procedure in all patients. Event summary of the 228 patients enrolled in the study, five (5) experienced transient st segment elevation in leads ii, iii, and avf. St segment elevation resolved after administration of 3 ml of nitroglycerin. Nine (9) patients experienced gastroparesis. Patient status no further information on the status of the patients is available.